Event description:
A refill was performed. The patient was on sterile saline and the hcp was switching the patient over to prialt. The hcp did the refill and was about to do an injection when the patient's blood pressure dropped and the patient 'coded.' The hcp further reported that during the pump medication refill on (B)(6) 2012, the patient experienced a significant decrease in blood pressure and bradycardia. The patient did not code as previously reported. The hcp reported when he flushed the catheter before adding the prialt to the pump, the patient got a bolus of clonidine, hydromorphone and bupivacaine mixture which was left in the pump from the previous fill. The hcp considered this mixture as the cause for the drop in blood pressure and bradycardia. The patient was admitted to the hospital overnight for observation. The patient fully recovered and was discharged the next day. The patient was currently having great results with only prialt in the pump. The patient outcome was noted as recovered. The pump delivered prialt.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Additional information: it was reported that the pump was filled with saline a week before the pump was filled with prialt. The catheter was never flushed of the previous medications which were clonidine, dilaudid and bupivacaine. The medication was still in the catheter. When a bridge bolus was programmed, the previous medication was released. The patient never fully arrested, but was bradycardic and had a low blood pressure. The patient was overdosed.

Manufacturer narrative:
(B)(4).